Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
Procedure: scoliosis rod lengthening. Primary date: no information. Revision: (B)(6) 2015. Revision reason: rod lengthening construct to accommodate adolescent spinal growth. Half of the set screws snapped in half while being loosened and could not be remove. Surgeon decided to left it insitu. Patient was fine post-surgery. (B)(6). Gender: male. No x-rays, photographs, medical reports, clinical correspondence, operative notes or patient data/demographics are available.